Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the rotarex products that are cleared in the us. The pro code and 510 k number for the rotarex products are identified in d2 and g4. H10: manufacturing review: a manufacturing review for the catheter was conducted and there was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the catheter, rotorex and guidewire were returned for evaluation. The catheter was heavily clogged with bodily material. The test guide wire went through the catheter with slight resistance. After several attempts with the drive system rotation was possible. The received guide wire was found worn out right at the golden tip. Aspiration test was performed, and nominal aspiration level was achieved. Therefore, the investigation is confirmed for the identified break as the received guide wire was found worn out right at the golden tip. A possible reason for the breakage of the guide wire could be insufficient drainage flow through the catheter which leads to heat development inside the catheter. The guide wire and helix tend to break easily when set under stress. A definitive root cause could not be identified but a damaged guidewire represents a known inherent risk. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a thrombectomy and atherectomy procedure, the catheter allegedly got clogged multiple times during the procedure and had to remove the same and clean it. There was no reported patient injury.